Event description:
It was reported that the patient was implanted with a new system, switched on later that day and discharged that same day. The patient's sensory response and impedance reading was as expected and within range, respectively. It was noted that the patient was "able to void". Three days later, the patient developed pain down the leg and also had swelling on the outer thigh. The reporter indicated that the patient was advised by the healthcare provider (hcp) to go to the accident and emergency department where she was given pain killers. It was indicated that the patient's implantable neurostimulator (ins) was switched off on (B)(6) 2012. A computed tomography (CT) scan was performed on the patient, but nothing abnormal was found. The patient was reported to still be in pain and swelling was still present on the outer thigh. Additional information received indicated that there were no malfunctions seen or cause of issue determined. The patient was reported to have had surgery on (B)(6) 2012 to remove the lead only. The ins was still implanted and patient was going to be reviewed.

Event description:
Follow up reported there were no malfunction seen and no cause of issue determined. The patient still had pain down leg and had surgery to remove lead only, stimulator was still implanted and patient was to be "reviewed."

Manufacturer narrative:
Product ID 3093-28, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).